Event description:
This notification was opened for review due to an allegation that the materials of the dreamwear mask caused their epidermoid carcinoma (skin cancer). Medical intervention was reported to cure the epidermoid carcinoma. Although, the reported adverse event is assessed as a serious injury the alleged harms epidermoid carcinoma, skin cancer is assessed as not related to the device in this case. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.